Event description:
Additional information was received from the patient. It was reported that the cause of needing to reset after traveling was unknown. The patient reported they have no idea the most likely cause - an interrupted signal perhaps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported most likely contributing factors was signal interruption. Patient stated they always take their equipment with them.

Manufacturer narrative:
G2: country spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that whenever they leave the country, they have to have it reset. They were in europe last. They usually call their manufacturer representative (rep) and they have to reset it over the phone. Additional information was received, they clarified they just got back from spain, england and anywhere in the EU, and in mexico, and they notified that their device is not working and they have to reset it. It stops working when they are out and they do not know if it has something to do with security and they have to wait to get back to united states (USA) to reset it. The rep uses their device to set it up where they usually are (the settings that they were on before leaving) because the settings would change. The device is working at the moment.